Event description:
Follow-up identified effective stimulation was restored following the lead replacement procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has three cervical leads as part of the scs system, all of which belong to the same lot number. It was reported during an elective procedure to remove the patient's extension, the leads exhibited high impedances on multiple contacts when connected to the ipg. Reprogramming was attempted; however, effective therapy was not restored. As such, surgical intervention was undertaken on (B)(6) 2017 during which all three leads were explanted and replaced.